Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2016. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. Furthermore, there are several "accu: not chargeable" alarms logged. This log entry could be caused by abrasion of the battery contacts and is not related to the failure of the potentiometer to adjust the oxygen concentration. The ventilation function does not stop in the event of this error. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice and the information that the affected devices will be updated to the current software version. The software of the affected device in this complaint was upgraded to this version.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during transport to perform a tc examination the equipment had a failure and alarmed for the errors ¿poti: 02 unplugged¿ and ¿accu: not chargeable¿. The screen displayed ¿call dräger technical assistance¿. According to the customer there were no complications with the patient.